Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7088830.

Event description:
It was reported that the patient had worsening pain symptoms despite reprogramming. Imaging showed that the lead migrated. The patient underwent a lead revision procedure and was doing well postoperatively. The device remained implanted.